Event description:
Letter received march 11, 2019 from wife of v-go user states: in (B)(6), husband was admitted for diabetic ketoacidosis. This time his sugar had spiked to over 800. Once again, the vgo was full.